Event description:
Correction: the date of awareness for previous report is july 21, 2023; not july 12, 2023 as previously reported. Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 11, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Re-programming attempts were made; however, the issue could not be resolved.